Manufacturer narrative:
The product was not returned only the packaging materials. All product and batch history records are quality reviewed prior to product release. The product was not returned for investigation; although the reporter identified the cause of the event to be associated with user handling. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens did not deliver properly and came back out of the wound. The wound was enlarged. Another lens was implanted instead. The cause of the event was associated with user handling.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is on the lens. Both haptics are bent in the gusset and distal area. One haptic is broken in the distal tip area (not returned). The optic is torn/split/cracked and pressed between the posts and the wall of the lens case. A large portion of optic lens material is missing (not returned). Qualified associated products were indicated. The product investigation could not identify a root cause for the reported event. Lens damage was observed. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).